Event description:
The door handle was broken. During manufacturing testing, it was noted that with the occlusion alarm level set at level 3, the device did not alarm for occlusion, resulting in a non-delivery of fluid. The pump display incremented as though fluid were being delivered, but there were no drops noted in the drip chamber and the pump did not alarm for occlusion.